Event description:
The deltaplush platinum microcoil 2 mm x 6 cm (dpl10020620/c17500) went into the patient and the physician tried to detach the coil and it would not detach so he pulled it out and then proceeded to open another deltaplush platinum microcoil 2 mm x 6 cm (dpl100206-20/c16769) and did not get the confirmation light on the bottom of the box so he did not use it in patient. Physician proceeded to open another coil and had no problems with it. The same detachment control box (details unknown) and the same connecting cable (details unknown) were used to complete the procedure. For the deltaplush platinum microcoil 2 mm x 6 cm (dpl10020620/c17500): there were no damages noted on the coil afer use since the physician never took it out of the protective coil sheath. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light did not illuminate. During the detachment cycle, the detachment light did not illuminate. For the deltaplush platinum microcoil 2 mm x 6 cm (dpl100206-20/c16769): it is unknown if there were any damages on the coil after use. For both coils, all connections appeared to fit properly without application of excessive force. The target vessel was right gastric artery that was not calcified and had medium tortuosity.

Manufacturer narrative:
The DHR was reviewed and no manufacturing issues or trends were found related to the field complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new coil (details unknown); delta plus (dpl100206-20/c16769).

Manufacturer narrative:
After the deltaplush platinum microcoil 2 mm x 6 cm (dpl10020620/c17500) went into the patient an attempt was made to detach the coil; however, it would not detach so it was removed from the patient. Another deltaplush platinum microcoil 2 mm x 6 cm (dpl10020620/c16769) was opened and with pre-deployment check while still in the hoop, did not get the confirmation light on the bottom of the detachment control box. Therefore the coil was not used in the patient. Another coil was opened and there were no problems with it using the same detachment control box (details unknown) and the same connecting cable (details unknown) which were used to complete the procedure. It was reported that the pre-deployment check was done for both coils. During the detachment cycle (dpl10020620/c17500), the detachment light did not illuminate. It is unknown if there were damages on the coil after use. There were no damages noted on the second coil (dpl10020620/c16769) after use since it was never taken out of the protective coil sheath. The low battery light and fault light were not seen during the case. The green system ready light did not illuminate. For both coils, all connections appeared to fit properly without application of excessive force. The target vessel was right gastric artery that was not calcified and had medium tortuosity. Pi 1-jmmrae: the coil was returned severed, stretched, and protruding outside the introducer sheath. The proximal soldered section was still attached to the detachment fiber. As received, the detachment fiber did not receive heat and melt. The fracture of the coil was ductile in nature requiring external force as no material defects were found. The core wire has multiple kinks with the resheathing tool fractured and separated into two pieces. The fracture was also ductile in nature requiring external force. There is a copious amount of blood inside the introducer sheath, the outer sheath, and on the coil. The device positioning unit (dpu) passed electrical testing. The proximal end of the coil that was still attached to the detachment fiber was detached during laboratory testing on the first detachment cycle. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. The dpu passed post-detachment electrical testing, therefore the root cause of the non-detachment of the coil and the failure of the enpower systems go green light not illuminating cannot be determined. In addition, without the return of the complete and unidentified detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event; however, it was reported that the same components were used successfully with subsequent coil. With review of the microcoil system damage, it appears the coil was severed outside the patient when the dpu was removed through the sheath. The skive or the coil passing through the resheathing tool may have temporarily anchored the coil caused the coil to stretch and fracture. However, the exact circumstances that produced this damage to the coil cannot be determined. The multiple kinks on the core wire may have been due to distal interference which may have fractured the resheathing tool as these kinks passed through the tool. The source of this possible interference that may have kinked the core wire; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the damaged microcoil system. In addition, the coil was returned severely damaged, stretched, and severed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was confirmed that as received, the detachment fiber of the device did not receive heat and melt. However, laboratory testing did not duplicate the reported event; the device passed electrical testing and the coil detached with first attempt. Therefore the root cause of the failure to detach or enpower systems green go light not illuminating cannot be determined. The timing and causes of the damages to the device cannot be determined. All devices undergo multiple electrical checks before reaching the final packaging including after loaded into the packaging hoops. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no definitive root cause conclusion can be made, there was no discrepancy with functional testing for detachment of the returned coil. Therefore, no corrective actions will be taken at this time.